Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor had a connection error and recognition failure. The heart lung machine (hlm) was rebooted and continued to be used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level detector module to function as intended during both ambient temperature and cold chamber testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded. Per data log analysis, the issue was reported to have occurred on (B)(6) 2019. The log shows the level was used on (B)(6) 2019. On that date the alert sensor was reporting coupled/uncoupled many times. No other issues in the log. The reported issue was "connection error, level sensor recognition failure". It is possible they were referring to the reservoir connection. This would cause a 'level not attached' alert when the level was turned on.